Event description:
It was reported that pump displayed reset screen unexpectedly, but pump turned back on without being plugged into power. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump reset occurred as part of routine safety check and that pump was functioning as intended, received education about effects of resets on insulin data and sensor sessions, acknowledged understanding, and successfully resumed insulin delivery with no further issues reported.